Event description:
The rptr stated that the surgeon was advancing a three piece silicone lens model aq2017v, and the lens became stuck in the injector. No pt contact or injury.

Manufacturer narrative:
Results: a visual inspection of the returned prod shows the lens is inside the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause could not be determined. It should be noted that the injector was not returned for eval.